Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, there was underfill of 6 tubes. No patient impact reported. The following information was provided by the initial reporter: "stage: during blood collection defects: insufficient negative pressure quantity: 6 impact: no adverse impact on patients and healthcare professionals"

Manufacturer narrative:
H.6 investigation summary: material #: 368274 lot/batch #: 3027829 bd received twenty (20) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 10/31/2023. H3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, there was underfill of 6 tubes. No patient impact reported. The following information was provided by the initial reporter: "stage: during blood collection. Defects: insufficient negative pressure. Quantity: 6. Impact: no adverse impact on patients and healthcare professionals".

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.